Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had an infection from the antiseptic that was used in sterilizing the wound area during the device implant procedure. There were no additional adverse patient effects reported. The rv lead remains in service.